Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31814191l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a cardiac ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced cardiac arrest which required cardiopulmonary resuscitation (CPR). The pulmonary vein isolation was completed with the varipulse. A total of 22 ablations were performed. Throughout the procedure the electrocardiogram (ECG) was normal. When the patient was transferred off the bed onto the recovery bed, the patient went into cardiac arrest. CPR was performed and direct current cardioversion performed at 200j. Compressions continued, transesophageal echocardiogram was performed, however, no effusion was seen. Patient went back into sinus rhythm at 131 beats per minute with st elevation in anterior leads. Angiogram performed and patient diagnosed with coronary artery disease and takasubo. Patient stabilized and taken to intensive care unit. ECG returned to normal. Additional medication intervention was an angiogram. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.